Event description:
Customer reported a malfunction alarm with code malf 0, but there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears, and the customer understood these instructions.